Event description:
The clinician reports the implant was inserted (B)(6) 2009 in ada 18. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and swelling. No further patient complications were reported.